Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer removed the drawer to inspect the latch and performed a visual inspection; however, no visible issues were identified. The drawer was then reinstalled. The customer successfully recovered. Verified functionality in diagnostics. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.